Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/09/2019. The customer was sent a pressure relief valve kit to address the issue.

Event description:
It was reported that during extended self test (est) the pressure relief valve failed. No patient involvement.